Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of balloon detachment. Imdrf impact code f2301 captures the reportable event of additional device required (grasping forceps). Block h11: investigation results: the device was not returned for analysis and was reported to be disposed; therefore, a technical analysis could not be performed. With all available information, boston scientific concludes the reported event of balloon detachment could not be confirmed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of balloon detachment of device or device component was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a dilation procedure to treat benign stricture performed on (B)(6) 2025. During the procedure, the balloon detached and failed to inflate. The device was retrieved using grasping forceps. The procedure was completed with another of the same device from different batch. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of balloon detachment. Imdrf impact code f2301 captures the reportable event of additional device required (grasping forceps).

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a dilation procedure to treat benign stricture performed on an (B)(6) 2025. During the procedure, the balloon detached and failed to inflate. The device was retrieved using grasping forceps. The procedure was completed with another of the same device from different batch. There were no patient complications reported as a result of this event.